Event description:
Caller reported a malfunction on the pump, identified by malfunction code 8. No notable events occurred prior to this malfunction, and there was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Tandem technical support resolved the issue by sending a replacement pump with updated software. Instructions were provided regarding putting the malfunctioning pump into storage mode, returning it to tandem, and programming settings into the new pump. Customer acknowledged and understood these instructions and actions.